Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) is not charging the power cable was failure. There was no harm reported.

Event description:
It was reported by the customer that during routine inspection the cardiosave intra-aortic balloon pump (iabp) batteries were not charging and the line led was not illuminating. There was no patient involved.

Manufacturer narrative:
Other contact person name: (B)(6). Other contact person phone number: (B)(6). Updated field: b4, b5, e1(other contact phone number, email), e3, g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) determined the batteries were not charging and the line led was not illuminating. The cart bulk power supply and the ac power cord were replaced. A functional check and testing were performed, and the unit passed all tests.